Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. Inspection of the device memory showed no indication of the activation of the eos battery status. However, the amount of charge taken from the battery was verified and the eri battery status was found to be not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was varified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. Inspection of the device memory showed no indication of the activation of the eos battery status. However, the amount of charge taken from the battery was verified and the eri battery status was found to be not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was observed via homemonitoring that the device shows the eos status. The ICD was explanted.